Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: a review of the black box verified the pump overheating. The pump was powered back on after the time the overheating was reported. The pump was run for 24 hours with the customer pump settings with no alarms, overheating or power loss. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected and no defects were found. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper.